Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had an "incident" with their implantable pulse generator (ipg) and "blacked out and had an automobile accident". The patient reported that over the last two months they felt dizzy and had shortness of breath. It was also reported the ipg was "adjusted". The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the physician believed the issue was related to the right ventricular (rv) lead which exhibited high thresholds and fluctuating thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.